Event description:
It was reported that during a 2 site breast biopsy procedure, the first tissue marker deployed properly. While removing the marker from the probe on the second site, the physician noticed that the plastic tip sheared off. They checked the probe, tubing and cannister and was unable to locate the tip. Both markers had deployed properly into the biopsy site. Patient has been discharged under normal post biopsy instructions.

Manufacturer narrative:
Information anticipated, but unavailable at this time.